Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient reported during pd treatment he was unable to complete his treatment due to "supply bag lines are blocked" messages during dwell 3 of treatment. While troubleshooting, the patient stated the inside of the door was wet when he tried to reset up supplies. Follow-up was made with the pd patient's clinic registered nurse (rn), who confirmed there was no issue with overfill and no injury occurred. Per pdrn the patient was not required to come into the clinic, no prophylactic medication was provided and the patient did not require any medical intervention or additional treatment as a result of the reported fluid leak. Per pdrn the patient reverted to continuous ambulatory peritoneal dialysis (capd) therapy to complete treatment when the issues occurred and confirmed no treatments were missed. Per pdrn the sample was discarded and was no longer available to be returned for evaluation. The lot number was unknown.

Manufacturer narrative:
Correction: additional information: DHR review DHR review: a review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: plant investigation: manufacturing plant performed visual inspection, simulated treatment performed and cycler passed function tests. Additional investigation could not be performed. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.